Manufacturer narrative:
Our quality engineer inspected the 1 sample photo submitted for evaluation. The reported issue of catheter broke / separated after placement was not confirmed upon inspection of the photo. The reported defect could not be seen in the photo supplied. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd perisafe I 18 x 3-1/2in needle remained in the patient's cavity after the catheter broke/separated after placement. The following information was provided by the initial reporter translated from spanish to english: "during the procedure, the epidural needle was placed in the space, the catheter was passed through the needle, after passing 15 ml the catheter fractured, the needle was extracted to remove the rest of the catheter and it was not there, it remained inside the patient's cavity." No further details provided.